Manufacturer narrative:
Mml ref. #: (B)(4). Complete patient information is not available due to the gdpr law in the UK.

Event description:
It was reported that the patient experienced pocket site pain from the implantable pulse generator (ipg). There was no report of patient harm or injury. To relieve pain, the patient underwent a surgical procedure to relocate the ipg to the other side of the buttock. Following the ipg site relocation, the reactiv8 system was activated to allow the patient to initiate bilateral stimulation (when initiated by the patient). The device history record, including the sterilization process, was reviewed. No relevant nonconformance's were found. The device remains implanted and functional.